Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the user opened the foil pouch after the sheath placement and noticed that the bypass hub was missing and the anchor lied unprotected in the pouch. A second angio-seal device was opened to reach hemostasis and there was no problem. The issue was discover prior to patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal vip device was returned for evaluation. The angio-seal vip carrier tube assembly was returned in the polyfoil pouch. No other accessory components were received. Visual inspection revealed that the polyfoil pouch was partially open and folded at the distal end. The polyfoil was peeled back 3.4545" from the arrowed corners. To remove the angio-seal vip carrier tube assembly from the polyfoil pouch, the polyfoil pouch was fully opened. There was blood-like substance in the polyfoil pouch. The bypass tube was observed distal to the hub of the carrier tube assembly. The bypass tube was nestled below the deployment sleeve. The anchor was fully exposed at the distal tip of the carrier tube assembly and the collagen was swollen. There were two kinks in the carrier tube assembly. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. However, based on the investigation results it is likely that polyfoil pouch was not opened following the IFU instructions. Bypass tube dislodgement can be caused by not fully opening the polyfoil pouch. The kinks are likely due to the reinsertion of the carrier tube assembly into the polyfoil pouch as there was blood like substance present in the polyfoil pouch. The IFU states: "using sterile technique, remove the angio-seal device contents from the foil package by opening the package at the arrow indicator, taking care to pull the foil seal apart completely before removing the angio-seal device."